Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available. Internal ID# (B)(4).

Event description:
It was reported to siemens that during a schedule diagnostic procedure on the sensis unit the user was unable to balance the pressures. The user made several attempts to balance the pressures unsuccessfully, and the patient had to be moved to another room to complete the exam on alternate system. At this time, siemens has no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that the error was due to a hardware failure. The pc1308a hemo board of the main computer was defective, which meant that the customer was able to see the vital signs; but received error messages regarding the measurement of blood pressure. Multiple reboots and balancing attempts by the customer were unsuccessful. Such an error can only be corrected by an appropriate service call. The regional technical department replaced the corresponding pc board and the system ran again as specified. The spare parts consumption of the affected component was checked. No abnormalities were found and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.